Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -11.50 diopter had foreign body adhesions. These were found during loading into the cartridge on (B)(6) 2022. The lens was not implanted into the eye. A backup lens was implanted of the same model/size and diopter and the problem was resolved.

Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is not marketed in the us. No similar complaint event(s) within associated lots were found. Claim #: (B)(4).

Manufacturer narrative:
Additional information; h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens and no foreign body was identified. H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).